Event description:
A customer reported via phone call indicating issues with their sensor bending upon insertion. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor was damaged or bent. The customer stated this occurred with multiple sensors. The customer was sent a new sensor. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.